Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the needle of the suture broke off in the ligament on deployment and is still lodged there. The capio suture loaded with no problems. The patient's condition was reported as fine.